Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and it was confirmed that the non-reportable malfunction (inner coating of sheath torn/removed) which contributed to the reported adverse event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reportable adverse event could not be determined. This supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic retrograde intrarenal surgery (rirs) using the uropass ureteric access sheath (uas), a foreign substance was found floating inside the patient's kidney. The foreign substance was picked up with forceps and taken out of the patient's body. When re-entering the uas with the scope to identify the foreign substance, it was discovered that a large portion of the coating inside the uas had already been peeled off. The substance was determined to be the internal coating material of the uas. The product was immediately removed from the patient's body. The procedure was completed with a similar device. There was no patient impact reported.